Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller reports for the past 1.5 months, patient notice when his device is at 30%, his stimulation is turned off. Ins battery level in the red zone. Caller reports this happened on group c, position does not matter. Caller reports the last stimulation off was about 2-3 days ago. Stimulation usage diary shows for therapy unavailable and recharge diary:(B)(6) 2021 caller reports patient charged this day from 10-50%. No charging session on (B)(6) 2021 : no charging session on this day or (B)(6) 2021 . Patient charged on (B)(6) 2021 from 10-100% charged.(B)(6) 2021 : no charging session on this day.(B)(6) 2021 : caller reports patient charged this day from 30-100%.caller reports impedance are all within normal limits. Reviewed ins rounds up to 10% increment. Reviewed stimulation charge level may be less than 30%, red zone. Suggest sending in mdt file and session report. Log files were sent on (B)(6) 2021 , the rep reported the cause has not yet been determined. The patient will be met for interrogation. On (B)(6) 2021 , the patient data log had been sent in by the rep. The log files have not yet been analyzed.